Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. Lead was returned and had been stretched and the inner insulation breached within the connector. This damage did contribute to the electrical complaint.

Event description:
It was reported that during the implant attempt, the lead was not stimulating in bipolar mode and seemed to be "in short-circuit." The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.